Event description:
The customer reported the ventilator is not working on ac power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported the ventilator is not working on ac power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.